Event description:
Reporter noted one surgeon had two instances of soft eye within a week. Follow-up info received from surgeon regarding this procedure indicated hypotony occurred during air/fluid exchange. No injury occurred, but surgeon felt poor air/fluid exchange could cause injury if it recurs. Patient's condition is reported as poor, due to disease process.